Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that post-paced t-wave oversensing was observed on the ventricular channel on a stored egm. Programming changes were recommended. Device remains implanted. No further information available.

Event description:
New information received indicated that programming changes were made.